Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was evidence of several low-speed operation alarms seen on system controller interrogation on (B)(6) 2024. The patient heard intermittent beeping. It was reported that the patient had a known short to shield [cs-156068] and was on an ungrounded cable. The phase data continued to show progressive wire degradation. Log files were submitted for review and continued to capture driveline fault alarms throughout the event history. There were no low-speed alarms in this file though it only went back to (B)(6) 2024. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended. The patient would be followed by palliative care and was considering hospice. The patient would not be a candidate for pump exchange or driveline repair.

Manufacturer narrative:
Related MFR # 2916596-2021-05388 and MFR # 2916596-2023-06492 d1: brand name corrected d4: model number, catalog number, and UDI number corrected manufacturer¿s investigation conclusion: review of the submitted log file confirmed driveline fault alarms; however, no low speed events were observed as the file did not contain data prior to (B)(6) 2024. A specific cause for the low speed events could not be conclusively determined through this evaluation. Additionally, although a specific cause for the driveline fault alarms could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from 29mar2024 through 04apr2024. Yellow wrench advisories, associated with silenced driveline fault alarms were captured throughout the majority of the file. The driveline faults appeared to be consistent with potential conductor breakdown in wires of phases 1 and 3 of the driveline, indicating progression of the issue. No other notable events or alarms were captured. Pump operation was not affected, and the device appeared to function as intended at the fixed speed. It was communicated that the patient would be followed by palliative care and was considering hospice. The patient was reportedly not a candidate for pump exchange or driveline repair. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Section 1 of the IFU provides explanations of pump parameters including pump speed. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections address damage due to wear and fatigue of the driveline and outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.